Event description:
The pt had a loss of stimulation and was unable to adjust stimulation. Additional info from her healthcare professional (hcp) indicated that the battery failed and was not working. The pt had the device replaced. The hcp attributed the event to the device. There were no pt injuries.

Manufacturer narrative:
(B) (4).